Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, an implantable pulse generator (ipg) telemetry problem was noted. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.